Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer alleging possible insulin pump under delivery. The customer's high blood glucose was 272 mg/dl. The customer's high blood glucose was treated with bolusing. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer declined to test insulin pump. No harm requiring medical intervention was reported. The insulin pump will be not returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08725 inches. (B)(4).